Event description:
It was reported that (1) er320 was used during a laparoschopic cholecystectomy. It was reported by the rep that the clip would advance into jaw of applier but kept falling out before applied to pt duct. The case was completed with another er320. There was no consequence to pt.